Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and was sent home with pain medication. The next day, during follow-up at their clinic, the right ventricular (rv) lead was discovered with no capture and the patient¿s chest pain was still present. An echo showed a small pericardial effusion from a perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.